Manufacturer narrative:
The reported event of damaged helix was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was stretched or bent which is consistent with procedural damage. The cause of the reported event was isolated to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead's helix was damaged. The rv lead was then removed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.